Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that interrogation of the implantable cardioverter defibrillator (ICD) in (B)(6) 2015 indicated battery longevity of 4.9 years. In (B)(6) 2016 the battery longevity had dramatically decreased to 2.6 years. It was noted that no therapies were applied and no programming changes had been made. The device remains in use. No patient complications have been reported as a result of this event.